Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown investigation summary: unable to perform complaint lot history check scale marking light/illegible due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues. The following was reported by the initial reporter: "it was reported the scale markings are not legible. Verbatim: customer states that syringes received are unable to read. States black blotch right above measurement 7."